Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff had failure; there was air and it would not deflate. Patient had been using a cuffed device for over a year and would go to the hospital to change it every six weeks to two months. When patient woke up after insertion, patient was not comfortable -- it was as though the device was inflated too much. When patient went home, device was inflated and attached to bipap, then deflated it in the morning. It felt like patient could not breathe properly and that device may not be deflating. Patient purchased the device prior to procedure and brought it to insertion.